Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pj9700, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2020 and suture was used. During the procedure, the suture pulled off the suture needle. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). A picture was received for analysis. Upon visual inspection of the picture, the following was observed. An opened foil, a paper lid, a winding former with a detached needle of product the assignable cause how this happened could not be determined, and no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.